Event description:
It was reported that during a liver resection procedure, after several successful firings, they attempted to fire device again. The knife blade barely advanced and device got stuck on tissue. They could not open jaws of device and stapler had to be pulled off of tissue. There was no excess bleeding noted (amount not quantified). The case was completed with a manual stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). The analysis found that one pse45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. No cutting issues were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.